Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On january 22, 2012, the lay-user/patient contacted animas alleging that on 2 occasions, the pump dispensed insulin out of the cartridge during the load step. The patient claimed that the piston rod did not stop before pushing all of the insulin out. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump dispensed insulin during the load step and the issue was not resolved with troubleshooting. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 04/13/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2012 with the following findings: a 'no cartridge detected' alarm was found in the pump's history. The rewind, load and prime steps were successfully performed on the pump with no alarms noted in the pump's history. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime duplicated. The force sensor was found to be within calibration. The pump's case was removed and the force sensor flex connection was intermittent to one of the force sensor pins.